Event description:
It was reported that there were no short interval counts from (B)(6) through (B)(6) and 697 short interval counts have been recorded since (B)(6) 2010. In (B)(6) the patient had some diagnostic procedures done, possibly an ultrasound and CT scan. The was no noise on the ventricular tip to ring egm. Additional information received indicated that there was possible oversensing noted on the lead as transmitted by the carelink monitor. The lead integrity alert (lia) had tripped. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that there were no short interval counts from november through march and 697 short interval counts have been recorded since (B)(6) 2010. In (B)(6) the patient had some diagnostic procedures done, possibly an ultrasound and CT scan. The device is still in use. There were no known patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.